Manufacturer narrative:
This medwatch report is for suspect device used in system 1 (lot number 549630, expiration date 05/31/2008). Reference medwatch report with (B)(4) for the suspect device used in system 2.

Event description:
Customer reportedly received result of 400-something (mg/dl) on inform system 1 and 200-something (mg/dl) on inform system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.